Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the customer did not want the unit repaired and it was sent back to the customer for disposal. Prior evaluation found that the motor and reciprocating arm needed replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. G2: foreign - event occurred in taiwan.

Event description:
It was reported that during kit inspection, the handpiece of the unit malfunctioned while the throttle was depressed. Inconsistent speed was confirmed after final assessment. There was no patient involved. Due diligence is complete.